Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. This device is distributed outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter of a flo-gard IV set that had a broken spike. This set was initially primed with saline; afterwards the set was removed from the saline bag and then inserted into a cytotoxic bag. When the spike was inserted, the spike component of the set broke. This reported condition occurred during priming. There was no patient involved. No additional information is available.